Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported on (B)(6) 2013 that every hour the patient got a dose and was able to feel relief for 10-15 minutes and then "nothing." The patient was seeing a health care provider every week to increase the prescription until they were able to get pain relief. The patient had no relief since thursday, and the last time the patient felt the pump dispense anything was last friday. The patient had pain and had gained weight. It was noted the patient had oral medication to assist with the break through pain. It was also reported the pump moved around "quite a bit." It was noted the patient had numbness around the area where the pump was and was in a wheelchair because he could not move. The patient had not had any relief, not had any sleep, and had been "crying in pain." It was later reported that the patient did have an issue with lack of effect. The hcp (healthcare provider) stated that both she and the doctor explained to him that the adjustments had to be made gradually. The patient was seen (B)(6) 2013 and he was happy because he was finally at a therapeutic dose. The medications being delivered via the pump were fentanyl and bupivacaine.